Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The physician changed his mind because after the lens was inserted into the eye. The physician felt the lens was not in the best interest of the patient. The lens was removed with no injury to the patient. An anterior chamber lens was implanted. No patient information was available. There was no problem with the patient or the lens. The physician just changed his mind.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Conclusions: based on the complaint history, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4).